Event description:
During a pci using a choice ultra support wire manufactured by bsc, the mandrel of the wire separated from the coil surrounding the core. This happened when the wire was in the distal portion of the circumflex artery in the heart. The physician tried to used a snare to retrieve the wire because trying to pull the wire out made it ravel off the case more. We finally were able to retrieve the wire with a balloon catheter tracking over the wire. The product was returned to the manufacturer for evaluation. The lot was pulled off the shelf and replaced by bsc.